Manufacturer narrative:
Device 2 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events on 08-may-2024 while he was sleeping. No further information available.